Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the platen door was bent and this caused the pump to free flow. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump free flowed. They stated that this occurred during testing. Mmdg did follow up with the initial reporter, but no additional pertinent information was provided. (B)(4).